Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that one of the patients experienced an electrical surge in system when they activated their humidifier & purifier combined.